Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complainant, the procedure was completed with this device; however during deflation of the balloon after dilatation of the target site was performed, the balloon would not fully deflate. As a result, the endoscope and balloon were removed together and the catheter cut in order to remove the balloon from the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The event date is unknown. Initial reporter last name is unknown. The complainant was unable to provide the device upn, catalog, and lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was likely a 13mm-20mm cre fixed wire balloon. The reported event of balloon deflation failed. The product was not returned; therefore the reported event that the balloon would not deflate could not be confirmed. However, balloon deflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g., tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complainant, the procedure was completed with this device; however during deflation of the balloon after dilatation of the target site was performed, the balloon would not fully deflate. As a result, the endoscope and balloon were removed together and the catheter cut in order to remove the balloon from the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6).